Event description:
The customer reported that the system's collimator blades would not open and the system was down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator blades were freed up, the tube was worked on, and the connectors were reseated. The collimator was tested in all c-arm positions and found to be working as intended and put back in service.